Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited an occasional increase in the pacing impedance value from 700 ohms to 1800 ohms. The pacing impedance value was usually between 700-800 ohms. There was no observation of noise, and the threshold was stable. The physician manipulated the device pocket, and no noise was produced. Through scopy, a lead fracture was not observed. It was also noted, this patient is not pacemaker dependent. Subsequently, additional information was received that during a recent follow-up this rv lead exhibited a pacing impedance value of 2590 ohms, and a pacing threshold value of 5.5 v. It was also noted that a lead revision took place due to this rv lead being fractured. The physician elected to cap and abandon this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was successfully replaced, but will not be returned to boston scientific for laboratory analysis due to being capped and abandoned. At this time, there is no additional information. Should additional information become available, this report will be updated.